Manufacturer narrative:
Analysis of historical records the device involved in this event has not been received by orthofix (B)(4). Unfortunately also the lot number has not been made available, therefore it was not possible to perform the verification of the historical data. Technical evaluation the device involved in this event was not returned to orthofix (B)(4). A technical evaluation of the device involved was not possible as it has not been made available for the technical investigation. The technical evaluation will be performed should the device become available. (Please also kindly refer to MFR report number 9680825-2016-00041 follow up 1). Medical evaluation: the little information provided was sent to our medical evaluator. A complete medical evaluation of the event was not possible due to the limited information provided. Orthofix (B)(4) has requested the distributor to provide further information on the event such as description of surgery and date of event, code reference and lot number of the device involved, patient's information, detailed description of the event, if there were adverse effects on patient, copies of the x-ray images, information about patient current health condition. Unfortunately, this information has not been provided. Final comments: both technical and medical evaluations were not completed due to the limited information provided. Orthofix (B)(4) has requested the distributor to provide further information on the event such as description of surgery and date of event, code reference and lot number of the device involved, patient's information, detailed description of the event, if there were adverse effects on patient, copies of the x-ray images, information about patient current health condition. Unfortunately, this information has not been provided. Based on the information available on the event, it was not possible to finalize the investigation and determine the root cause of the event notified. If further information and/or the device involved become available, orthofix (B)(4) will finalize the investigation. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the surgeon, mr. (B)(6), indicates: "another problem I have encountered in couple of patients is delayed loosening of grub screws in tl hex. Both patients are well over 3 months in treatment and suddenly struts came loose. There was 1 grub screw which was loose, retightened it and all is fine for now. Both grub screws were torque wrenched for 1 click as advised at time of surgery." No further information has been provided. (Please also kindly refer to MFR report number 9680825-2016-00041 follow up 1). (B)(4).

Manufacturer narrative:
Analysis of historical records: the device involved in this event have not yet been received by orthofix (B)(4). Unfortunately also the lot number have not been made available, therefore it was not possible to perform the verification of the historical data. Technical evaluation: the device involved in this event have not yet been received by orthofix (B)(4). Orthofix (B)(4) is strictly in contact with the local distributor to have the device concerned. The technical evaluation of the device involved will be performed as soon as the device become available. (Please also kindly refer to MFR report number 9680825-2016-00041). Medical evaluation: the limited information provided was sent to our medical evaluator. The medical evaluation is currently on going and will be finalized once further information on the case are available. Orthofix (B)(4) has requested the distributor to provide further information on the event such as description of surgery and date of event, code reference and lot number of the device involved, patient's information, detailed description of the event, if there were adverse effects on patient, copies of the x-ray images, information about patient current health condition. Unfortunately, this information has not been provided yet. As soon as further information are available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the surgeon, mr. (B)(6), indicates: "another problem I have encountered in couple of patients is delayed loosening of grub screws in tl hex. Both patients are well over 3 months in treatment and suddenly struts came loose. There was 1 grub screw which was loose, retightened it and all is fine for now. Both grub screws were torque wrenched for 1 click as advised at time of surgery." No further information has been provided. (Please also kindly refer to MFR report number 9680825-2016-00041). (B)(4).